Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reze0947 showed no other similar product complaint(s) from these lot numbers. Device not returned.

Event description:
Medwatch reported that, the PICC was prepared in the usual fashion and cut at the 46 cm mark after magnetic tipped wire was withdrawn several centimeters before that mark. The severed tip was handed off to the 2nd PICC rn who verified the length. The PICC was inserted through the dilator. The directional device indicated the PICC tip was going toward the neck, instead of the chest. The rn was going to pull wire back to give a softer tip when supposedly, he noticed he had neglected to bend and secure the external portion of the wire. He asked for another PICC to ensure safe placement. Reportedly, he pulled the PICC out to the 16 cm mark, removed the magnetic tipped wire and cut the line at the 16 cm mark. He then inserted the guidewire through this cut portion and pulled the line remnant out of the arm over the guidewire. He was holding gauze on the insertion site as he pulled it out. Allegedly, when he lifted the gauze, he noticed a 2nd wire protruding from the insertion site. He pulled this wire out and it was a portion of a magnetic wire about 5 cm in length. We can only surmise that this short section must have been inside the remnant he pulled out. Reportedly, we are unsure how the section of wire became detached from the rest of the guidewire. It is reported that, the experienced rn did not cut the wire when trimming the catheter prior to insertion and the wire is not the same length as the cut portion of the catheter. (If it was cut at that time, it should be the same length as the cut off portion of the catheter.) Reportedly, we are surmising the small piece of guidewire broke off from the larger portion as he was withdrawing the original guidewire. There was no harm to the patient.